Event description:
It was reported that in 2006 the patient presented for treatment of scoliosis. The doctor observed that her curvature was increasing and recommended corrective surgery. On (B)(6) 2007 the patient underwent a spinal fusion surgery using rhbmp-2/acs. The patient underwent a posterior fusion of the levels from t3 to l3 using rhbmp-2/acs. Rhbmp-2/acs was used through posterior approach and implanted at multiple levels of the spine. In (B)(6) of 2010, the doctor recommended a third surgery to repair the screws that had been implanted in patient.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.